Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
*The customer reported via phone call that they received a blank display after changing their battery. The customer also reported the insulin pump would require a battery change after 2 days of use. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting found the battery compartment was corroded. Customer was unable to confirm if they were able to retrieve the display. Customer's blood glucose was over 125 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.